Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump(iabp) had helium leaks with gasket in good condition. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the leakage and replaced the he regulator and the tubing assembly. The unit passed safety and functionality checks as per the service manual.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected filed- h6-type of investigation.